Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse lioresal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative on 2017-jun-14. The pump was returned to the manufacturer for analysis.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml gablofen at 1782 mcg/day on a flex pattern via an implantable infusion pump for an unknown indication for use. It was reported that a critical alarm sounded on (B)(6) 2017 and the patient went into their doctor's office. The pump logs were read and 2 motor stalls were found to have occurred. The patient was admitted to the hospital on (B)(6) 2017 and oral baclofen was administered. The pump was explanted and replaced on (B)(6) 2017. No cause of the motor stalls was known. It was reported the issue was resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative on 2017-jun-14. The representative was going to have the pump shipped back for analysis, but the pump kept alarming. The representative was not comfortable sending it out while it was alarming and wanted to shut off the pump. The code was provided to shut off the pump.